Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The customer provided the entire resectoscope. All components are according to specification. No error could be found. The event is filed under internal karl storz complaint ID (B)(4)).

Event description:
It was reported that there was event with an endometrial ablation resectoscope according to the information received, the patient suffered a vaginal introitus burn. This was noticed when the procedure (endometrial ablation) was completed. Patient informed of all what happened. Patient was given vaseline to help the wound. Additional patient information is not available.